Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead was found to be damaged. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Event description:
New information received notes the helix damaged was due to patient anatomy. There were multiple attempts and maneuver to position the lead.